Event description:
It was reported that during the implant attempt, both leads were damaged. The leads were not used and two new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that the proximal conductor was distorted and had blood/body fluid (not obstructed.) The outer insulation was breached cut. It was visually noted the lead was damaged at implant. (B)(4) the full lead was returned and analyzed. The outer insulation breached cut. It was further noted that the proximal conductor was distorted and had blood/body fluid (not obstructed.) It was visually noted that the lead was damaged at implant.